Manufacturer narrative:
The use is considered an use error and a near adverse event (use error) as it potentially could become a serios adverse event if it occurred again. If the expired surgiflo was unable to obtain hemostasis, other devices are available for obtaining hemostasis.

Event description:
Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Unknown. Was there a patient impact or was the procedure extended greater than 15 minutes due to the failure? Unknown. Was it more than 5 minutes delay? Unknown. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Unknown. Please give a detailed explanation of the event: customer used expired surgiflo with thrombin on a patient on (B)(6) 2025 batch 271786 with expiry date (B)(6) 2025. He would like some follow up to know if we have any safety data or evidence on using this product beyond its expiry date as per the below email. One device is available for evaluation. Event date: 4th march 2025. Follow-up information was received stating: customer has replied to the questions raised asking us to close the complaint - I have copied their reply below. Please note I also referred the customer to the mir (medical information request) team after raising the product complaint and they have also responded to them as noted in their email: dear (B)(6), thank you for your reply! Yes, we did get reply. (B)(6) couldn't comment on the use so we treated as off-label use and closed the incident. There no action required from your side anymore so you can close this enquiry now.